Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3000 broke off inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 04/06/2020. An investigation was conducted on 05/01/2020. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting device as well as on the cannula. The harvesting device was observed to be intact, no visual defects were observed. Charred tissue and blood was observed on the heater wire. A visual inspection was conducted. The both jaws were intact and didn't have any break or damage. The c-ring was transected longitudinally between the flanking curved sections. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. Based on the returned condition of the device, the reported failure "break; c-ring cut" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3000 broke off inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.